Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead revealed a rise in pacing impedance greater than 2,000 ohms. The lead was disconnected and reconnected to the new device. The pacing impedances remained above 2,000 ohms while all other measurements remained within range. A boston scientific technical services (ts) agent was contacted and a save to disk was sent in for review. The lead remains implanted and the patient will be brought in for follow up at a later date. No adverse patient effects were reported.